Event description:
It was reported the asymptomatic patient presented for routine in-clinic follow up. An interrogation of the device revealed stored episode of noise reversion and false high ventricular rate. The episodes were caused by over-sensed noise exhibited by the right ventricular lead. Noise had resulted in pacing inhibition but was not reproducible. Programming interventions were made. The patient was stable.